Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. Visual inspection of the device found evidence of dull cutting surfaces from end of life. A process review was completed and there were no discrepancies found. No further investigation is required. (B)(6).

Event description:
During an unknown procedure, the physician reported the reamer was dull. There were no reports of adverse events as a result of the malfunction.